Event description:
The manufacturer received information alleging a ventilator beeped twice and the delivery of airflow stopped for 3-4 seconds, it resumed after that. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported phenomenon was not confirmed. In order to investigate the detail, checked the error log which was extracted from inside of the unit then confirmed the occurrence of the error code e-11 and e-95 which had generated the unit rebooting. Therefore, the a40 silver main board was replaced to resolve. Unit was checked overall, cleaned and functionally tested.